Event description:
Pt suffered bilateral fractures of the olecranon with radial head fracture dislocations (monteggia type fractures) after tripping and falling at home. Pt underwent orif to both left and right upper extremities. In 2008, pt was diagnosed with breakage of left elbow plate and delayed union. Pt was revised to another plate with synthetic chip bone graft and bmp-2.

Manufacturer narrative:
Synthes is unable to determine mfg site or mfg date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.